Manufacturer narrative:
Facility name truncated due to character limit: (B)(6). The customer alleged 3 discrepant results for a single patient tested with different collections across a three month span. Review of the curves suggests the presence of interferents as the intensity of both target and internal control (ic) are low (suppressed). An investigation of the complaint kit lot did not identify an product issue. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from (B)(6), observed discrepant results for one patient. The patient was tested three times since (B)(6) 2020 and each time was with a new collection. The patient originally presented with respiratory distress in (B)(6) and was tested for sars-cov-2 using cobas® omni reagents (general purpose reagents) which generated a positive result. In (B)(6) the same patient was tested twice with different collections, in which 1 collection generated a positive result and the other collection generated a negative result. No information regarding sample collection or handling is available. Review of the curves suggests the presence of interferents as the intensity of both target and internal control (ic) are low (suppressed). Without collection volume, media type, and origin of the collection it is difficult to make concrete conclusions to contributing factors. As per the method sheet under procedural limitations - reliable results depend on proper sample collection, storage and handling procedure. No batch trends, non conformances or capas were identified for this kit batch and there is no indication of a product issue.